Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the customer, several patients reported urinary tract infections after treatment. Despite proper disinfection and correct reprocessing, the customer noted that the device repeatedly showed microbiological abnormalities with evidence of bacterial contamination.